Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient says that they had surgery yesterday to swap out the spinal cord stimulator (scs). They said the reason for the scs changeout was that the "battery was 5 years old and they needed to swap it out because it was having charging issues, they started 2-3 months ago". Pt said it was also taking longer to charge ins and said it didn't seem to last as long in between charges. Patient wanted to let the medtronic rep know the appointment has changed and its now at the buford office next monday the 27th at 4pm. Emailed medtronic reps to inform them of the appointment change, and that they should call patient back to confirm the change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2026. They reported no complaints were known at the time of the replacement and the battery was too low to be interrogated prior to the procedure. They reported the issue was resolved.